Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited false atrial fibrillation (af) episodes via merlin transmission.

Manufacturer narrative:
Correction: b5 should have included that no changes were done and the issue had not been resolved.

Event description:
It was reported that the implantable cardiac monitor exhibited false atrial fibrillation (af) episodes via merlin transmission. Nothing was done to address this issue and the issue is not resolved.